Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. The customer required assistance to consume carbohydrates and glucagon. Customer lost consciousness during the event but did not sustain any injuries. Technical support recommended consulting a healthcare professional to discuss potential factors affecting blood glucose levels, and this advice was acknowledged and understood by the customer.